Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they had not used the device in a while and noted that they felt like the settings needed to be changed because they were having bowel problems. The patient reported that it hurt immediately when they placed the patient programmer (pp) antenna over the implant and turned their device on with the on button. The patient stated that it was at 4.7 v and thought that they needed to turn stimulation down even though it was not bothering them before. The patient noted that they turned it down and took the antenna off but it still hurt. The patient stated that they had tried decreasing but it was on the same setting for months and never hurt them. The patient noted that they had bowel problems and thought that they needed to change it. The patient stated that it continued to hurt them even with the pp not on the implant. It was indicated that the patient had thought that they turned stimulation off because the pp screen went off but they had pressed the off button for the pp. The patient noted that they had not checked the status of the implant before they turned it on and confirmed that the implantable neurostimulator (ins) was on using the pp. The patient stated that stimulation was at 4.3 v on program 4. The patient decreased the amplitude to 3.7 v and noted that the hurting went away and stimulation was comfortable. The patient noted that they had the pp manual and was just panicking because they had not felt that before. It was indicated that the change in therapy/symptoms was sudden and the patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the pain after turning the device on was determined; it was owner error. Apparently, although the patient thought it was on program 4 at 4.7, when they placed the pad on the battery pack, they were immediately in pain. It wasn't until a manufacturer representative (rep) walked the patient through that they were able to get it under control. The hurting and bowel problems were resolved.